Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads were unable to be fully inserted into the implantable pulse generator (ipg) header during the implant procedure. The ra lead was re-attempted with success, but intermittent capture on the atrial channel was noted when inserting the rv lead. The ipg was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.